Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor seized, blocked, was running rough and defective. It was further determined during the pre-repair diagnostics assessment that the device failed for check the power with test bench: (B)(4). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was discovered that a "pop-like" sound was heard which seemed to have come from the compact air drive device. The reporter indicated that following the incident, the air drive would not work, but compressed air could be felt in the hose. According to the reporter, a separate oscillating saw device was tested which functioned as expected. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.